Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition and difficult to inflate may have been due to a potential placement error of the pump at the implant procedure.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a high riding pump. A replacement surgery was performed, during which the physician confirmed that the pump was not ideally positioned and that the patient may have had trouble pumping to inflate the pump due to its position. The pump was explanted and replaced with a new one in a more dependent position within the scrotum. There were no patient complications.